Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer called to report that the insulin pump alarmed power error 53 detected. Customer's blood glucose levels were not included in the report. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being replaced.

Manufacturer narrative:
The information related to product code has been updated and provided with this report.

Manufacturer narrative:
The insulin pump was returned for pump error 53, formatted history file analysis confirmed pump error 53 due to software error. The insulin pump communicated properly with the glucose sensor simulator and the guardian 2 link transmitter. No cannot find sensor signal alarm noted. No sensor anomaly noted. The insulin pump was received with a minor scratched display window, scratched case and a pillowing keypad overlay.